Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion. The balloon of the device was migrated to the scrotum. The balloon was removed and replaced. No further patient complications were reported.